Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the shaft of the sheath came apart from the hub as a 6 french guide was being removed. The shaft then started to come through the hub itself. The type of procedure performed was a coronary angiogram via radial access. Additional information was received on 21aug2024: access was first attempted with a 6 french glidesheath. Resistance was felt, therefore, they switched to the 6 french glidesheath slender involved. Roughly two-thirds of the sheath was inserted, and resistance was felt again. A cordis 6 french jr4 was inserted into the glidesheath slender to support insertion of the remaining third of the sheath. The sheath would not advance, and the case moved forward as planned with a third of the sheath outside of the arteriotomy. The case was completed with third of sheath outside the arteriotomy. The sheath became detached from the hub when the jr4 was being removed. The sheath could be seen exiting the hub "as if it had gripped on to the guide catheter". There was no blood loss. The patient was stable. The procedure was completed successfully. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 french gss sheath was returned for assessment. The sheath was kinked throughout and completely pulled out from the sheath hub. The complaint can be confirmed for sheath separation at the hub due to the state of the returned sample. The exact root cause could not be determined. The likely root cause is that the force of progressing the concomitant catheter through the sheath caused the sheath to separate from the hub. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).